Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 204, belt/monitor unusable) has been confirmed.  Upon investigation the monitor displayed a service code 204 at incoming testing.  The cause for the communication failure was isolated to a pinched wire in the monitor's electrode belt cable receptacle. The root cause for the pinched wire could not be positively identified. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable).